Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws would no longer open while on tissue during a lobectomy. Additional resection was used to remove the device from the patient. Another device was used to complete the procedure and there was no patient injury.